Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: smolle ma, keintzel m, staats k, böhler c, windhager r, koutp a, leithner a, donner s, reiner t, renkawitz t, sava mp, hirschmann mt, sadoghi p. Radiolucent lines and revision risk in total knee arthroplasty using the conventional versus the attune s+ tibial baseplate. Bone joint j. 2024 nov 1;106-b(11):1240-1248. Doi: 10.1302/0301-620x.106b11.bjj-2024-0084.r3. Pmid: 39481434. Objective/methods/study data: this retrospective observational cohort study aimed to investigate whether there are differences between the conventional attune baseplate and its successor, the novel attune s+, regarding the development of rlls following tka, independent from other potentially influencing factors; and whether the tibial baseplate design or the presence of rlls are associated with a change to the risk of revision. Between november 2013 and april 2023, a total of 780 patients were included in the study. These patients were divided into two groups. Conventional group consist of 349 patients (137 male and 212 female) with a mean age of 69.2 (60.3 to 75.6) years while novel group consist of 431 patients (168 male and 263 female) with a mean age of 71.9 (64.5 to 78.3) years. These patients were treated with cemented primary tka system (attune knee system). The mean follow-up was 14 months (iqr 11 to 25). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes attune system. Adverse event(s) and provided interventions possibly associated with unk knee construct attune (qty 65). -7 infections treated with revision. -2 extensor mechanism ruptures treated with revision. -1 revision to treat instability. -1 revision to treat delayed wound healing. -1 revision to treat retropatellar pain. -2 revisions for unknown reasons. -29 reports of pain: no treatment indicated. -8 reports quadriceps wasting: no treatment indicated. -2 reports of stiffness: no treatment indicated. -5 reports of unknown complications. -3 reports of arthrofibrosis with no treatment indicated. -4 reports of periprosthetic fracture: no treatment indicated. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray attune (qty 2). -2 revisions to treat loosening of the tibial tray at an unknown interface.